Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the catheter was first visually inspected, and it passed flushing test (pre and post decontamination), and the stopcock handle within specifications. Next, on the vhx testing, it was found that the sheath tip was stretched slightly on one side. The valve was also inspected, and it was just under the specification. Also, a tear was seen on the valve. Additionally, during the replication of problem, no excessive resistance was felt through the valve, hub or sheath tip when inserting the catheter through the sheath hub and valve. This was also replicated with a dilator and no issues were seen. No damage was seen on the catheter from insertion. Later, the device passed the leaking test. Therefore, the tear on the valve is not considered a risk for leakage as this was also not reported. Finally, the borescope testing was conducted on the shaft and one small defect was noted on the inside of the hub. The reported allegation of guidewire/catheter fit was not confirmed, since the issue was not able to be replicated. However, due to the damage noted to the valve, sheath tip and hub of the device, the initial MDR report is being filed.

Event description:
Reportable based on analysis completed on (B)(6)2024. It was reported that a sureflex steerable guiding sheath was selected for use for an ablation procedure indicated for a case of ventricular tachycardia (vt). During the procedure, it was mentioned that the hemostasis valve was inserted tightly, and the catheter became damaged. The procedure was still completed successfully using the original device. No patient complications were reported. Product is available for return. It has been further mentioned that the ablation catheter was not protruding out of the sheath when the issue occurred. However, the analysis of the device revealed a damage on its valve, sheath tip and hub.